Event description:
Paramedics used the device to monitor a pt with a normal sinus rhythm. Reportedly, the device inappropriately displayed the pt ECG as a flatline trace. This was observed in standard and paddles lead. A backup defibrillator/monitor was made available and used to continue pt monitoring.